Manufacturer narrative:
Submit date: 01/19/2016.an investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2015 the customer initiated a service repair request but did not state a specific issue. Upon triage on (B)(6) 2016 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
Submit date: (B)(6) 2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; an issue unspecified by the customer. During evaluation a damaged power cord with exposed copper wire was found. Therefore, this report will be based on information provided by the technical center. The scd 700 was evaluated and the customer reported issue was confirmed; the power cord's outer insulation was damaged, allowing view of the inner copper wire. The cause of the reported condition for the damaged power cord was do to customer misuse. The power cord was replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd 700 was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.